Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred and detached fragment became stuck in the artery. The target lesion was located in the left main artery. A 38 x 4.00 promus premier drug-eluting stent was deployed to treat the lesion. However, it was noted that the balloon catheter detached from the shaft and became stuck in the left main artery. No further patient complications were reported.

Event description:
It was reported that shaft break occurred and detached fragment became stuck in the artery. The target lesion was located in the left main artery. A 38 x 4.00 promus premier drug-eluting stent was deployed to treat the lesion. However, it was noted that the balloon catheter detached from the shaft and became stuck in the left main artery. No further patient complications were reported. It was further reported that the patient was critically ill. During the procedure an unspecified guide catheter induced a dissection that extended down the left anterior descending artery. They then proceed to stent the dissected artery. However, post procedure the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and tactile examination of the device found multiple hypotube kinks. A visual and tactile examination found a break in the mid-shaft 1075 mm distal to the distal end of the strain relief exposing the core wire. The midshaft also appeared stretched. No other issues were identified during the product analysis.